Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a 6f long guidezilla ii guide extension inside the hoop. The shaft, markerband and tip were microscopically examined. There were numerous kinks throughout the hypotube and distal shaft of the device. There were numerous locations where the shaft was flattened. The tip was flattened, ovalized. The collar was observed to be intact with no anomalies found. The coating appeared to have no abnormalities; however, the marker band end of the shaft appeared to be corroded and a portion of the segment covering the marker band appeared to be brittle and detached from the unit. Functional testing was attempted using a test 6f .070¿ guide catheter as the guide catheter used in the procedure was not returned for analysis. The tip of the guidezilla ii device was inserted into the hub of the test guide catheter; however, due to the damage of the tip the guidezilla was met with resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 15-sep-2017. It was reported that the catheter could not be inserted through a guide catheter. A 6f guidezilla¿ ii long guide extension catheter was used successfully on the first attempt. The catheter was removed from the patient and the physician attempted to re-insert the catheter through a non-bsc 6f guide catheter. The guidezilla¿ ii could not be delivered through the guide catheter and it felt like the guidezilla¿ ii became stuck inside the guide catheter. The devices were removed together from the patient and the procedure was concluded. There were no patient complications. However, returned device analysis revealed that the distal end of the shaft was detached from the catheter.